Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rcis team lead of the cath lab h4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the enhanced tr band was placed on patient, 16ml air was initially inserted into band, sheath was removed and patent hemostasis achieved. Tech turned her back briefly to clean back table and upon turning back around brisk bleeding was noted as well as balloon deflation noted. Staff stated that the band was deflated within 10 minutes of initial placement. A new band was placed with successful hemostasis. The type of procedure performed was heart catheterization. There was no manipulation of the band. It is unknown how the product was stored prior to use. There were no issues immediately identified prior to use or during application. The balloons inflated without issue. A small amount of bleeding was noted. It is unknown what other devices were used in the access site. The patient was stable upon discharge.